Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) #: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer was unable to recreate issue and verified function of drawer/pockets. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed and was not detected on bus, user unable to recover it. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed and was not detected on bus, user unable to recover it. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.